Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump an external flash crc error alarm. Customer's blood glucose was 114 mg/dl at the time of the incident. Customer took it to the educator and stated that she reprogrammed it. Customer stated that the alarm occurred once. Customer was advised that the pump will need to be replaced.